Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error and low battery, and it also had a blank display. The most recent blood glucose reading was 7.6 mmol/l. The caller stated that the battery did not last more than 1 week. No weak battery alert was noted. The motor error alarm occurred during a basal delivery. No significant events leading up to the alarm were observed. The caller stated that the insulin pump would not hold a charge. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.